Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. At six weeks post-operatively, the patient reported tugging feelings internally, but this was attributed to healing. By four and a half months post-operatively, the patient began having repeated urinary tract infections and constant internal soreness. The patient has experienced severe inflammation, infection and swelling. The patient was treated with a four-week dose of ciprofloxacin and is now on a daily antibiotic and anti-inflammatory maintenance. The patient is waiting for an MRI and a second cystoscopy under anesthetic. The patient went for a second consultant opinion and was told that the sling may have to be removed early in the new year.

Manufacturer narrative:
(B)(4). Urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.